Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
Literature: tabbal/safety and efficacy of subthalamic nucleus deep brain stimulation performed with limited intraoperative mapping for treatment of parkinson's disease 2007/61/3/119-27. This single-center study implanted pts with bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) for the treatment of parkinson's disease. The objective of the study was to establish the safety and efficacy of bilateral stn-dbs performed during an expedient procedure with limited intraoperative mapping. The investigators used t2-weighted magnetic resonance imaging guidance to target the stn. Adverse events are reported. Intra-operatively, two pts developed intraoperative confusion which resulted in termination of the procedure to implant the contralateral stn in one pt. The other pt had a history of drug-induced psychosis and was hospitalized 2 weeks later for recurrence of the psychosis and depression. The symptoms resolved in this pt after initiating dbs programming and reducing dopaminergic medication.